Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +14.0d) was explanted prior to any light treatments due to an incorrect intraocular lens power selection. The lal was replaced with another lal of a different power (sn (B)(6), +25.0d).